Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's usb port was damaged, and it was hard to insert usb charging cable. The customer also reported that the usb port broke off prior to cable tip. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.